Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the m3538a lithium ion battery became disconnected and the heartstart mrx did not function during a critical reanimation. The customer concluded that the new battery covers were lesser quality than previous version with result that the battery became disconnected inside the heartstart mrx. Pr 10117654 (MDR 1218950-2019-09795) addresses the first battery serial number involved and this report addresses the second battery serial number. Note that we do not know which battery serial number was actually involved with the patient incident addressed in pr 10117654 (MDR 1218950-2019-09795). Because this information could not be obtained, pr 10117654 (MDR 1218950-2019-09795) was already reported and will house the serious injury file related to the critical reanimation. This file will house a non-adverse event for the allegation of battery cover quality. Philips did not evaluate the defibrillator or battery. A product support engineer reviewed the pictures of the batteries for serial number (B)(4) and (B)(4). The lot code for both was initiated (B)(6) 2019. There were no changes to the plastic housing design or manufacturing process in this time period. There have been no substantive changes to the top housing of the battery since 2007. As philips could not obtain additional details regarding evaluation and resolution, we are unable to determine the cause. No conclusion can be drawn. The customer indicated that they are no longer using the heartstart mrx device as they have purchased a different defibrillator.